Event description:
It was reported that the left monitor of the 9800 system did not function after boot up. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the left monitor. The system was tested and found to be working as intended and placed back into service.